Event description:
It was reported that post implant of an right ventricular (rv) lead, the patients blood pressure dropped. Cardiopulmonary function was secured with an intra-aortic balloon pump and the lead was reprogrammed. Myocardial infarction was suspected. It was also noted that the lead exhibited pacing failure due to hypotension and rising thresholds and micro dislodgement was suspected. The patient experienced hyperkalemia which was relieved with medication. It was further reported that the patient passed away due to heart failure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.